Manufacturer narrative:
The curved tip 30 stapler was transferred to the failure analysis engineer (fae) for additional investigation. Fae confirmed failure analysis (fa) initial findings. Review of the logs show a successful clamp and fire on the first install of the procedure. The stapler was re-installed onto an in-house system and moved intuitively in all directions. Despite the damage to the tab that connects the proximal and distal main tubes, the resulting stapler rotation matched the commanded motion. The stapler functioned without error. The issue could not be verified, as motion related issues were unable to be verified through log review, nor replicated through in-house testing of the device.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved tip stapler 30 instrument was not following the command of the robot. The had turned to right but the tip didn't move to the right.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved tip stapler 30 instrument and completed the device evaluation. The instrument was analyzed and the issue was neither confirmed nor replicated. Visual inspection displayed no signs of physical damage. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and clos properly. The stapler was tested in-house, and the instrument failed t clamp on 3 attempts before it passed on the 4th attempt. The stapler then initialized, clamped, fired, and unclamped without any issues on following attempts. The instrument fired successfully twice using a green 30 reload and a white 30 reload. The cut-line appeared smooth an consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of logs did not verify any failures. Additional observation(s) not reported by site: the instrument was found to have repeated clamping failures within a single install based on log review and during in-house testing. In-house shim test could not be performed due to the feeler gauge being out for maintenance. The instrument main tube was found bent. The bending damage is located at the distal end of the main tube at the flap where the laser mark artwork is located. As a result, the distal main tube was able to rotate freely, separate from the proximal main tube.